Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the left ventricular lead exhibited loss of capture. No intervention was performed. The patient was stable in condition.